Event description:
This event was involved with a pt with a pfo. The physician selected an 18mm pfo device and finished the procedure successfully. However, the leakage was found after successful procedure, so emergency operation was performed and the pfo device was surgically removed.